Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the date of the cholecystectomy procedure? What date did you initially experience symptoms? What medical treatment was provided regarding the reaction and culture result? What date was your last follow up with your surgeon regarding your symptoms? What was your surgeon opinion of your symptoms? Can you provide the or report regarding the placement of the sutures? What is your age, weight and medical/ surgical history? What is the name of your surgeon and contact information? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact the surgeon for more clinical information to be used for a product quality complaint investigation?

Event description:
It was reported by the patient that she underwent cholecystectomy procedure on unknown date and suture was used to close the incision. Three weeks post- procedure, the patient experienced a reaction and was diagnosed with a staph infection. The patient reported that after the stitches came out on their own, the infection stopped. Additional information has been requested.